Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5055708) on 19-oct-2015. The most recent information was received on 28-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("constant bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and ovarian cyst ruptured ("several ovarian cyst (cyst ruptures)") in a (B)(6) female patient (gravida 6, para 3) who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/right side of essure device was not properly blocking adjacent fallopian tube" in (B)(6) 2015. The patient's past medical history included parity 3 ((B)(6)2006; (B)(6)2009; (B)(6)2015), bladder infection and miscarriage (2005 and 2014). Consumer stated that her right tube was not blocked. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2012. Past adverse reactions to the above products included fungal infection with mirena. Concurrent conditions included obesity, unspecified. Family history included ovarian cyst (mother) and breast cancer ((9 years ago) maternal grand mother: alive (B)(6)). Concomitant products included medroxyprogesterone acetate (depo-provera) and multivitamin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and medically significant) and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("pain: pelvic pain"), constipation ("constipation") and rash ("rashes"). In (B)(6) 2013, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"), perinatal depression ("post-partum depression"), suicidal ideation ("suicidal ideation"), stress ("stressful family life"), mood altered ("moody"), inappropriate affect ("happy"), depressed mood ("sad") and depression ("depression"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("blood clots/abnormal bleeding (vaginal)"), abdominal pain lower ("severe pain / severe lower abdominal pain"), ovarian cyst ("cysts on my ovaries/ovary cyst"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding and prolonged menses"), back pain ("severe back pain/pain: back"), dyspareunia ("pain during intercourse"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pelvic pain ("pain: pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("pain: hands"), abdominal pain ("pain: abdominal") and musculoskeletal pain ("pain: shoulder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, ovarian cyst, menorrhagia, back pain, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, perinatal depression, suicidal ideation, stress, migraine, headache, nausea, ovarian cyst ruptured, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, constipation, mood altered, inappropriate affect, depressed mood, depression, rash, pain in extremity, abdominal pain and musculoskeletal pain had not resolved and the abdominal pain lower and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, inappropriate affect, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, ovarian cyst, ovarian cyst ruptured, pain in extremity, pelvic pain, perinatal depression, pregnancy with contraceptive device, rash, stress, suicidal ideation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. In (B)(6) 2012 and (B)(6) 2013, hysterosalpingogram revealed the results of essure confirmation test- other-findings indicate adequate functioning left essure coil. The right essure coil is seen adjacent to the fallopian tube. Indicates improper insertion of essure device on right side or migration. Current weight (B)(6). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea and pregnancy." Most recent follow-up information incorporated above includes: on 28-feb-2018: the case is incident. The reporter information was updated. This case concerns (B)(6) patient. Her demographic details were updated. Her historical medication, historical condition, concurrent condition and family history were added. Lab data was updated. Pregnancy outcome was updated. Essure indication was amended added. Essure lot number was added. Essure removal date was added. Concomitant medication was added. Following events were added: infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), anxiety, post-partum depression, suicidal ideation, stressful family life, migraines, headaches, nausea, several ovarian cyst (cyst ruptures), pain: pelvic pain, fatigue, weight gain, hair loss, constipation, moody, happy, sad, depression, rashes, pain: hands and shoulder and pain: abdominal. She had not recovered for the aforementioned events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: mw5055708) on 19-oct-2015. The most recent information was received on 23-jul-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("constant bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and ovarian cyst ruptured ("several ovarian cyst (cyst ruptures)") in a 27-year-old female patient (gravida 6, para 3) who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/right side of essure device was not properly blocking adjacent fallopian tube" in (B)(6) 2015. The patient's past medical history included parity 3 (B)(6) 2006; (B)(6) 2009; (B)(6) 2015), bladder infection and miscarriage (2005 and 2014). Consumer stated that her right tube was not blocked. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2012. Past adverse reactions to the above products included fungal infection with mirena. Concurrent conditions included obesity, unspecified. Family history included ovarian cyst (mother) and breast cancer ((9 years ago) maternal grand mother: alive 66 years). Concomitant products included medroxyprogesterone acetate (depo-provera) and multivitamin. In 2012, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and medically significant) and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), the first episode of pelvic pain ("pain: pelvic pain"), constipation ("constipation") and rash ("rashes"). In (B)(6) 2013, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"), perinatal depression ("post-partum depression"), suicidal ideation ("suicidal ideation"), family stress ("stressful family life"), mood altered ("moody"), inappropriate affect ("happy"), depressed mood ("sad") and depression ("depression"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal hemorrhage ("blood clots/abnormal bleeding (vaginal)"), abdominal pain lower ("severe pain / severe lower abdominal pain"), ovarian cyst ("cysts on my ovaries/ovary cyst"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding and prolonged menses"), back pain ("severe back pain/pain: back"), dyspareunia ("pain during intercourse"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), the second episode of pelvic pain ("pain: pelvic pain/ severe pain"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("pain: hands"), abdominal pain ("pain: abdominal") and musculoskeletal pain ("pain: shoulder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital hemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, ovarian cyst, menorrhagia, back pain, dyspareunia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, perinatal depression, suicidal ideation, family stress, migraine, headache, nausea, ovarian cyst ruptured, the last episode of pelvic pain, fatigue, weight increased, alopecia, constipation, mood altered, inappropriate affect, depressed mood, depression, rash, pain in extremity, abdominal pain and musculoskeletal pain had not resolved and the abdominal pain lower and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, constipation, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, family stress, fatigue, female sexual dysfunction, genital hemorrhage, headache, inappropriate affect, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, ovarian cyst, ovarian cyst ruptured, pain in extremity, perinatal depression, pregnancy with contraceptive device, rash, suicidal ideation, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. In (B)(6) 2012 and (B)(6) 2013, hysterosalpingogram revealed the results of essure confirmation test- other-findings indicate adequate functioning left essure coil. The right essure coil is seen adjacent to the fallopian tube. Indicates improper insertion of essure device on right side or migration. Current weight 185.00 lbs. Hsg (hysterosalpingogram) on (B)(6) 2015, the right side was not blocked it was not even in the tube. (B)(6) 2015, exam. Indication: complications by specific the pregnancy. Pelvis: a single ap view of the pelvis was obtained and reveals were bilateral essure coils overlying the pelvis. Impression: unremarkable ap view of the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea and pregnancy." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.